Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block with a heart rate in the 20's post implant of the implantable pulse generator (ipg). The physician noted difficulty loosening and tightening the setscrew at initial ipg implant. An acute rise in threshold of the right ventricular (rv) lead was observed with intermittent loss of capture. The lead was reprogrammed and later repositioned. When reconnected to the ipg, loss of capture was noted again. The ipg was explanted and replaced and the rv lead connected to the new ipg. No further patient complications have been reported as a result of this event.